Event description:
Scrub tech was scrubbed into case and setting up table. The safety sleeve was retracted on a bvi beaver blade and nicked her glove. There was no break in the skin. This is a sharps safety concern with this device and felt that it warranted reporting. No patient or staff harm. There is potential for harm to have occurred to our team member.